Event description:
The peritoneal dialysis (pd) reported that he was having drain and fill alarms during his pd treatment on the newton cycler. The pt mentioned that he had peritonitis with fibrin present. The pt was hospitalized for five days for peritonitis. The pt was treated with antibiotics.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the pt had transitioned to hemodialysis voluntarily due to unstable diabetes. Per the fmc associate med dir, peritonitis is a known complication of pd and it is usually caused by a break in the sterile field or aseptic technique. This pt had been suffering from peritonitis, diagnosed five days prior to his call to report the cycler alarm. The bacteria causing peritonitis may lead to the formation of fibrin, which may obstruct flow in the peritoneal catheter, problems with fills and drains. The sample was discarded and not returned to the MFR for physical evaluation. A review of the lots delivered to the pt within the time frame of one month before the date of occurrence was performed. The inventory of the lot has been depleted and no further investigation was performed. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.